Manufacturer narrative:
User facility first contacted magellan's product support team to report that they encountered an 8.0 ug/dl result for patient #1 (reference lab result was 30.1 ug/dl) on instrument #1 [MDR 1218996-2019-00005] and a "low" (<3.3 ug/dl) result for patient #2 (reference lab result was 28.6 ug/dl) on instrument #2 [MDR 1218996-2019-00018]. After further clarification with the product support team, the user facility clarified that both patient #1 and #2's results were "low" (<3.3 ug/dl) and tested on leadcare ii blood lead analyzer s/n: (B)(4). The analyzer and test kits were returned to magellan for evaluation. Magellan could not replicate the suppression reported by the user facility, therefore the complaint could not be verified. During the investigation magellan confirmed the user facility was not running controls per the product labeling. Because the complaint could not be confirmed, and controls were not being run appropriately the product support team has offered additional training for the user facility. No user or patient impact or harm was reported. Customer complaint: (B)(6). MDR 1218996-2019-00005 addendum.

Event description:
User facility first contacted magellan's product support team to report they encountered two suppressed patient results on two leadcare ii blood lead analyzers. After further clarification, the user facility confirmed the suppressed results were encountered on one leadcare ii blood lead analyzer.